Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, exhibited high thresholds and a decrease in impedance values directly following implant. The patient was re-draped and the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.